Manufacturer narrative:
Cont e1 zip code- m5g 1n8. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a capsular contracture baker grade unknown to an unknown side. Healthcare professional later reported a right-side capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified: capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported a capsular contracture baker grade unknown to an unknown side. Healthcare professional later reported a right side capsular contracture baker grade iii. Device has been explanted.